Event description:
It was reported that the patient did not have any stimulation sensation. The patient went out of town about a week prior. He started hearing a popping noise coming from higher up on his back, where his implant was. He had charged before his trip (about a week and a half prior). It was stated it was charged completely. On (B)(6) 2014, he started feeling stimulation get weaker. He was unable to connect using his programmer or recharger. The patient had pain in his leg and his foot was ¿killing¿ him. The patient had planned to have an appointment the day of the report, but it had been rescheduled for the following week. During that appointment, an overdischarge (od) was confirmed. All characteristics of an od were present, but the patient stated they last felt stimulation on (B)(6) 2014 and it turned off suddenly. It was noted that the patients story ¿seemed questionable¿ as he stated he sometimes felt the stimulation sensation (even though the stimulator was off). The patient had never had coupling issues and normally charged it weekly. The recharge statistics were not checked. The antenna locate feature was done, which kicked the recharger into normal charging. The patient was seen on (B)(6) 2014 to clear the power on reset (por). The cause was undetermined, as the patient reported keeping up with charging even though it was overdischarged. The patient was receiving effective therapy and was doing fine as of (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).